Manufacturer narrative:
After reviewing the available instrument setting received in the questionnaire, it was concluded that the settings did not contribute to the pc tear. However, with no samples received for further evaluation, the root cause for the reported pc tear and "minimal energy" from the system, is unk, and can not be determined at this time.

Event description:
The surgeon reported that the system had minimal energy, causing a posterior capsule (pc) tear during a case. Additional info received stated that the pc tear occurred during epinucleus removal, and there was no phaco power. A vitrectomy was performed and the case was completed. However, no iol was implanted, and the pt will require a secondary procedure to implant the iol. There was no further pt data, or post-op info available.